Event description:
The pump was returned for investigation. Investigation revealed an unresponsive audio bolus button with contamination under the contact and a misaligned internal plug. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was returned with an unresponsive audio bolus button. The pump cover was opened and evidence of contamination was found under the internal contact; which was also found to be misaligned. Unrelated to the audio bolus button; the keypad cover was missing from the pump. During testing, the contrast and ok keypad buttons were unresponsive. The keypad flex was found to be broken at the contrast button. Additionally, the pump was returned with a cracked battery compartment. (B)(6).